Event description:
The hcp planned to change the drug concentration in the pump. The pump had been running at minimum flow rate due to the high drug concentration; therefore, a bridge bolus was not possible, so the system was completely emptied. The pump contained lioresal and morphine and was used for the treatment of pain and spasticity. The first 0.7 mls aspirated from the catheter contained some blood. The hcp felt that it was possible that there was "still some blood intrathecal after surgery". The first purge bolus was done to push the content of the internal pump tubing into the catheter, they waited 11 mins; a second aspiration (0.5 mls) of the catheter was done followed by a second purge bolus, they waited 5 mins; and a third aspiration (0.3mls) of the catheter was done followed by a purge bolus to push the medication to the tip of the catheter. In the early morning of the next day, the pt was not well; he was in the ICU and was comatose. The pump was turned off. The hcp felt the pt's condition was "due to a mathematical error when calculating the concentration" during the reprogramming procedure the previous day. By 11:00 a.m., the pt was awake and responsive. That evening, under x-ray, the pump was aspirated (clear liquid) and filled with 20 mls of sodium chloride. The catheter was aspirated (3mls); blood was again found in the aspirated volume. The hcp had done an MRI shortly beforehand and the catheter was okay. The csf was tested for glucose (7.5 = csf); the hcp took this as confirmation that the catheter was okay. The first purge bolus was done to empty the catheter, they waited 11 mins; the catheter was aspirated again and 1.5 mls of blood/clear csf was aspirated; the second bolus was done; they waited 5 mins and a third aspiration of the catheter was done (clear liquid). The pump was emptied of the sodium chloride and refilled with lioresal (250 mcg/ml) rather than the lioresal/morphine mixture as it was unclear why the pt had reacted so strongly; an allergy was a possibility. The pt responded well and no injuries or damages had been diagnosed in the pt.